Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage of the modular cable could not be confirmed. A specific cause for the reported damage could not be conclusively determined through this evaluation. It was communicated that multiple attempts were made to obtain the lot number of the broken modular cable, but this information was not communicated by the customer. It was communicated that although there was no interruption in left ventricular assist device pump support due to the modular cable damage, it was unable to be confirmed if the damage was cosmetic to the exterior of the modular cable. It was also communicated that no images of the modular cable were available for review, and the product was disposed of. There were no patient consequences as a result of the event. The patient remains ongoing on heartmate 3 left ventricular assist system support with no further issues reported at this time. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no interruption in lvad support. There were no patient consequences the patient remains on support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a broken modular cable. The modular cable was exchanged.